Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported deflation. The device has been explanted and replaced.

Event description:
Patient reported left side "deflation." Healthcare professional reported deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles in the surface of the device, calcification white in the surface of the shell, opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the anterior and opening sharp in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as to an unidentified (tear) opening. A broken striated in the anterior side assessed as surgical damage.